Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely depressed vancomycin (vanc) result was obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Calibration and quality control data were within conformance. A customer service engineer (cse) performed preventative maintenance. The cse completed a precision study with three patient samples (which included the original discordant sample) and all results recovered acceptably. There is no evidence of a product nonconformance. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same and alternate vista instrument and higher results were obtained. The correct reported result was obtained on the alternate vista instrument. There were no reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.